Event description:
It was reported that during a device replacement due to eol. During dft testing with the new device, high voltage lead impedance was noted to be low and out of range. An alert for a possible high voltage lead issue was observed. The device and lead were replaced. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.